Manufacturer narrative:
This report is submitted february 9, 2017.

Event description:
Per the patient's surgeon, the patient experienced a breakdown of the skinflap. Revision surgery is scheduled; however not yet occurred. The patient is being monitored by their healthcare provider.

Manufacturer narrative:
This report is submitted on april 07, 2017.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2017, due to a breakdown and necrosis of the skinflap. The skinflap was revised and the patient was reimplanted with another cochlear device during the same surgery. This report is submitted (B)(6) 2017.